Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, when using the blade wrench to install the instrument the blade suddenly broke in the middle. Used another instrument to finish the or. There was no patient consequence.